Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with cervical instability and underwent the following procedures: anterior cervical discectomy from c2 to c4. Vertebrectomy of c3. Occiput to c4 fusion. Spinal cord monitoring and fluoroscopy. As per op-notes, "we proceeded to complete the fusion, drilling out the posterior bony elements and placing the rhbmp-2 and bone graft both on the medial side and lateral side of the hardware to ensure good bony fusion. Our closure was completed by using 2-0 vicryls for the deep muscle layer and watertight fascial closure and 3-0 inverted interrupted vicryl in the more superficial layers and a running 4-0 monocryl in a running base ball type stitch for the skin." Patient tolerated the procedure well without any complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.